Manufacturer narrative:
(B)(4). The device involved in this complaint has not been returned at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer alleges the cuff does not inflate. Alleged issue reported as detected prior to a patient use. There was no report of patient injury. There was no report of necessary medical intervention.